Event description:
The sales rep reported that an expired scorpio tibial insert was implanted into a patient. The sales rep reported that the implant was sent to the customer site in a loan kit by stryker (B)(4). It is not yet known at what stage of the procedure it was identified that the implant had passed its expiration date.

Manufacturer narrative:
An event regarding implantation of an expired device involving a scorpio insert was reported. The event was confirmed. Visual, dimensional and functional not performed, no devices were returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The labels on the DHR clearly show the expiry date of feb 2014. There have been no other events for the reported lot. The exact cause of the event could not be determined however there is no evidence that it was manufacturing related. A review of sample labels that are representative of the labels that would have been packaged with the device noted that the expiry date is clearly visible. Product beyond its expiry date must not be used as its safety and effectiveness cannot be predicted. No further investigation for this event is possible at this time, further information is needed.

Event description:
The sales rep reported that an expired scorpio tibial insert was implanted into a patient. The sales rep reported that the implant was sent to the customer site in a loan kit by stryker (B)(4). It is not yet known at what stage of the procedure it was identified that the implant had passed its expiration date.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.